Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an insulin syringe. The customer reports that he was giving himself his evening insulin shot and the needle part of the monoject remained in his stomach after he gave himself 25 units. The needle could not be seen and he had to seek professional help to remove. The removal was performed in 2008 and his stitches were taken out about 9 days later.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.